Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture due to dislodging from the heart wall. The helix also had trouble retracting due to tissue from the dislodgement. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.